Event description:
It was reported that a pt underwent a successful x-stop procedure at l3/l4. Approx a year and one-half later, the x-stop was removed. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.